Manufacturer narrative:
Insulin pump had unresponsive buttons at up due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify motor error alarm due to unresponsive button. However, keypad flattened button dome switch (creased) was found on esc, act and up. The motor was tested outside of the device and passed. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and was able to complete rewind. Customer stated drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.